Event description:
The leak was detected when the scope was being leak tested during reprocessing.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Watertightness was not maintained due to holes in the universal cord. In addition to the findings already reported in b5, the bending angle in the up direction is exceeded due to a damaged bending tube, the bending section cover adhesive was missing, cracked video connector, scratches were found on the device and a deformed light guide connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, it is likely that the scope communication error occurred as a result of the breakage of the image sensor unit (charged coupled device ¿ ccd), failure of the circuit board in the video connector or malfunction of the system side. This issue is addressed in the instructions for use (IFU): the operation manual describes how to inspect for the suggested events in ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image]. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Olympus will continue to monitor the field performance of this device. A supplemental report will be submitted if additional information becomes available.

Event description:
An olympus representative reported to olympus, the customer reported that the universal cord on the loaner endoeye flex deflectable videoscope had an air/leak. During inspection and testing of the returned device, a scope communication error (b30) was observed due to corrosion of the video connector and damage to the imaging unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.